Manufacturer narrative:
Results: the jet7 was kinked and ovalized on multiple locations along the proximal shaft from approximately 6.0 ¿ 12.0 cm from the hub. Multiple consecutive kinks were present on the distal shaft from approximately 116.0 ¿ 116.5 and 121.5 ¿ 122.5 cm from the hub. The device was stretched from approximately 129.0 ¿ 129.5 cm from the hub. The total length of the jet7 was approximately 132.0 cm. Conclusions: evaluation of the returned jet7 revealed stretching on the distal shaft. If the device is manipulated against resistance, damage such as this may occur. During functional testing, the jet7 was advanced through a demonstration neuron max without an issue. No other devices associated with the complaint were returned for evaluation; therefore, the root cause of resistance could not be determined. Further evaluation of the jet7 revealed kinks along the proximal and distal shafts. These damages were likely incidental to the reported complaint. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the right m1 and m2 segment of the middle cerebral artery (mca) using a penumbra system jet 7 reperfusion catheter (jet7) and non-penumbra sheath. During the procedure, the physician made one pass in the right m1 segment using the jet7 and the vessel was recanalized. The jet7 was then removed; however, it was reported that the jet7 was inadvertently dropped on the floor and became contaminated and, therefore, it was not used in the procedure. Next, while advancing a new jet7 into the m2 segment, the physician noticed that the jet7 would not track as far. It was also reported that the patient¿s anatomy was tortuous. Therefore, the jet7 was removed and the distal tip was found to be ¿floppy¿. The procedure was completed using a non-penumbra stent retriever, non-penumbra catheter and the same sheath. There was no report of an adverse effect to the patient.